Event description:
It was reported by a healthcare professional the patient sought out medical advice from the general practitioner due to an adverse skin reaction to the pod. The patient reportedly had symptoms of an infection at the insertion site. The clinical team is currently monitoring the situation closely as the patient may be allergic to the pod, adhesive or cannula. A yellow card has been completed for the patient to the mhra. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.